Event description:
Patient reported: in 1999 - pt underwent open umbilical hernia repair with mesh implant. In 2008 - pt presented with skin irritation in the area of the mesh implant/incision and sought treatment at a dermatologist. The dermatologist found fecal matter at the site (per biopsy results), and he was found to have a fistula and infection. Pt prescribed oral antibiotics and topical creams for the sight. Pt followed up with surgeon and underwent additional antibiotic treatment. In 2009 - pt underwent mesh explant procedure. During this surgery, pt reported he had a portion of his small bowel resected. Pt reports 1 10x10 inch area of skin was removed and explant site was kept open post-operatively. A wound vac was placed and pt is undergoing wound vac treatment. Pt currently receives visiting nursing wound care 3 times per week. Pt has complained of post-operative vomiting and nausea.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.